Event description:
It was reported that a user experienced persistent hyperglycemia recorded at 448 mg/dl while the ilet bionic pancreas could not connect to the ilet mobile app and showed ¿ilet not found,¿ with concurrent dexcom g7 continuous glucose monitor (cgm) readings that were inconsistent with fingerstick values; the user delivered subcutaneous insulin via pen as interim therapy and pairing attempts on multiple phones and networks were unsuccessful. Customer care provided support that included troubleshooting with the user and caregiver, and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information about a specific device component and a medical device problem could not be characterized. Clinical symptoms include polydipsia associated with hyperglycemia reported. Outcomes included no health consequences with a delay to therapy with missed automated insulin doses. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Device investigation details: the device was powered on and was not able to pair with either the ilet pi app (engineering app) nor the publicly available ilet app. Searching for all bluetooth devices in the pi app found no devices even with the ilet less than 6 inches from the ipad. Device was transferred to the software development team for further investigation. No fault was found. The ilet was able to pair and sync logs with the following: iphone 17 max + ios 26.2 iphone 17 max + ios 26.2 samsung galaxy a05 with android 15. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.